Manufacturer narrative:
The report of inoperable ipg was confirmed. Analysis of the returned ipg found that the cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was inoperable and patient lost therapy. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.